Event description:
It was reported the wand wire is cut. The programmer and wand were returned for repair. There was no patient involvement indicated.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the rf (radio frequency) head cable insulation was cut; rf head cable insulation was broken open. Insulation was hard in the area of the broken insulation. It is noted the rf head was out of specification on the uplink functional tests and interrogation was intermittent; rf head cable replaced to resolve issues. (B)(4).